Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed, during a patient follow-up session. It was noted that the crash occurred when the user was entering device information. The application was restarted, and the follow-up was completed without further incident. The programmer remains in use. No patient complications have been reported as a result of this event.